Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 6 infusion set cannula kinked events on 03-jun-2024, 08-jun-2024, 18-jun-2024, 22-jun-2024, 30-jun-2024 and 02-jul-2024 respectively. The events occured after few hours of insertion. The patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.